Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the insulin pump alarmed a no delivery alarm. Customer's blood glucose was 501 mg/dl after a bolus delivery. Customer's blood glucose was 402 mg/dl at time of call. During troubleshooting, customer was assisted in performing the high pressure test, test passed. Customer was advised to change entire set, reservoir, and insulin. Customer will not be returning the device for analysis.